Event description:
Healthcare professional reported left side rupture diagnosed with an ultrasound. Device has been explanted.

Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, opening curved on posterior and black particles in the shell. A visual and microscopic analysis was performed which identified, opening crease sharp on posterior, stress marks and creases fold. Based on the device analysis, the final assessment is: an opening crease sharp on posterior side assessed, as fold flaw opening.

Event description:
Healthcare professional reported, left side rupture. Diagnosed with an ultrasound. Device has been explanted.